Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was nearing elective replacement indicator (eri) battery status with a monitoring voltage of 2.52v and a charge time of 15 seconds. The clinician requested a longevity estimate. Technical services discussed the estimate would be less than one year remaining. There was no concern that the device was depleting prematurely, but the patient was going to be away and the physician was considering whether to replace the device before the patient left.

Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. Upon receipt, the header was found to be separated from the device case. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes.